Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior cuff remained loaded on the foot and the link remained attached to the posterior cuff. The anterior needle remained engaged to anterior cuff. There was no needle strike mark on the foot. Based on the device evaluation, a posterior needle-to-cuff miss occurred. The link was pulled from the anterior cuff, which was a direct result of the posterior needle-to-cuff miss. Because the posterior cuff remained in the foot, the link was pulled from the anterior cuff during needle plunger removal. Due to excessive dried blood within the in the needle lumen the needle plunger could not be reinserted. The most probable root cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.